Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced no flow. This occurred after filling the device with fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation with approximately 100ml of fluid in the bladder. Visual inspection did not identify any signs of occlusion or blockage that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping. No signs of flow problem were observed from the unit during the functional test. Should additional relevant information become available, a supplemental report will be submitted.